Manufacturer narrative:
(B)(4). The service engineer (se) replaced the display and the issue was resolved.

Event description:
It was reported that during the power on self test (post) the ht70 plus ventilator screen remained black. There was no patient involvement.